Event description:
According to the reporter, it was very liquid glue. When applying, take more than 30 seconds to dry. Return of patients due to reopening of the palate (stitches necessary).

Manufacturer narrative:
This is the only complaint for this defect for this lot and has therefore been considered to be an isolated incident at this time, however the occurrence rate shall be monitored,